Event description:
Healthcare professional reported right side deflation and "any creases". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/16/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). Crease/folding of implant: observed, fold creases. As per the investigation procedure particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. Physician additionally reported any creases. Device explanted.

Event description:
Healthcare professional reported right side deflation and "any creases". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.